Event description:
Event description guidant received information that this lead (chamber not stated) had dislodged four days after implant. During an invasive procedure, the lead was repositioned, however high thresholds were observed. The doctor suspects some tissue stuck in helix and it may have contributed to the high thresholds. A new lead was successfully implanted. The explanted lead has been returned for analysis.